Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. The date of implant and events are estimated as actual dates were not provided. It is not known if these event(s) have been previously reported. A review of the manufacturing records could not be performed as the lot number was not available. UDI number could not be obtained as the lot number for the device was not available. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU) complications associated with the use of the may include but are not limited to: infarction.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2016, a patient underwent emergent endovascular treatment of a rupture from dissection in zone 3, which extended to zone 4. The tevar indication was for dissection. The primary entry tear was located in zone 3 as well as the rupture. A conformable gore® tag® thoracic endoprostheses (tgu313115) was implanted. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 36mm, in zone 3. Post-operative complications include left vertebrobasilar ischemic stroke and the patient was transferred to the intensive care unit for 21 days. The patient was discharged to a rehabilitation unit post-operative day (pod) 25. On an unknown date, approximately pod 51, the patient reportedly expired. It was reported the death was unrelated to disease or treatment. Further investigation is not possible as identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided.